Event description:
The customer reported the device displayed codes that indicated a spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The unit was not in use on pt. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the customer replace the data acquisition pcb to motor controller pcb cable to address the reported problem. Per the customer after replacement of the cable the problem was corrected. The unit is now back in svc.